Event description:
Patient called lfs on 6/3/03 alleging that their ot ultra test strips were peeling. Pt reported that they did not experience symptoms at the time of use. Pt has finished that vial of strips and no longer has the vial. Patient did report being taken to the ER because pt was experiencing cold chills and felt weak. Pt thought the symptoms were because of diabetes and they treated themselves by eating. Pt was admitted to the hospital with a diagnosis of pneumonia. Their blood sugar reading at the ER was 152 mg/dl. Pt was given a prescription of medications for the pneumonia, but they never filled the prescription. The following day pt visited their physician and their physician told pt they did not have pneumonia but they did have an irregular heartbeat and their blood pressure was running high. Patient also had a slight fever at the time of the visit. During troubleshooting it was discovered that the meter was set to the incorrect unit of measurement. A control solution test was performed and it passed. This case is being reported as a malfunction medical because there is no evidence the meter caused contributed to a serious injury.